Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined d that the device had hose damage (excluding rupture), and insufficient/low power. It was further determined that the device failed pretest for hose verification and rotational speed assessment. Therefore, the reported condition that the device had hose damage was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that the hose of the motor device was broken/cut. During service and evaluation it was observed that the device had insufficient/low power. It was not reported if the event occurred during a surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.